Event description:
It was reported during a myomectomy procedure, the loop became detached and was retrieved. There was no damage to the patient. Additional information received confirmed that the loop of the electrode fell into the patient and was retrieved using an instrument. The procedure was completed. There was a delay of at least 20 minutes. The extension of the procedure was not considered clinically relevant and it was not necessary to administer additional medications. There was no further patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained regarding the reported event. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the previous submitted d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resecting electrode probe detached/broke. The issue occurred during an unknown event. There were no reports of patient harm.